Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted. After the was was placed in the left atrium and the intracardiac echocardiography (ice) catheter was across the septum, a thrombus was identified at the end of the was via ice. The thrombus was biased toward the mitral valve and appeared snake-like in the left atrium. The thrombus was aspirated from the was and the procedure was cancelled. The patient was placed on eliquis, and the procedure was to be re-attempted on (B)(6) 2023. No further patient complications were reported.